Event description:
It was reported that the programmer experienced telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure and it was attributed to the link electronic module (lem) board which was replaced and calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).